Event description:
Procedure type: lap chole. According to the reporter: the jaw of the device was broken when used to cut the gallbladder tissue. The piece fell into the surgical cavity and was retrieved. Operative time was extended by more than thirty minutes due to the problem. The incision was extended by more than one inch due to this problem.

Manufacturer narrative:
(B)(4).